Event description:
It was reported that during an ocd (osteochondritis dissecans) of the patient's knee a piece of the guide-wire had broken off and remained with the bio-compression screw (this was noticed when the surgeon requested a second wire, blunt tip). The surgeon had drilled and tapped prior to insertion of screw, placement was successful. C- arm had confirmed that about a 10mm tip of the guide-wire remained at the distal end of the screw. There was no attempt to remove the fragment. Patient is fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Complainant's event is typically caused by user mechanical damage to the device such as prying/leveraging or excessive bending forces of mating instruments over the guidewire. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.